Event description:
The report to technical services noted the battery voltage was 2.69v and, approximately two months later, decreased to 2.63v with less than one month battery life remaining. Technical services advised the device is on field action list and to monitor closely. Further information noted the patient underwent a revision procedure: device excised and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.